Event description:
During testing, the manufacturers engineer reported that review of the device diagnostic report found codes that indicated a spi bus failure. The failure investigation engineering reported that the device was not in use of pt.